Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, followed by motor error during a bolus delivery. The customer's blood glucose was 289 mg/dl at the time of the no delivery alarm. The customer stated that the insulin pump kept bolusing only to 5 units before alarming, so she would have to restart the process again. The customer's blood glucose was 218 mg/dl at the time of the motor error alarm. The customer did not observe any significant events leading up to the alarms. The customer also reported that the insulin pump later showed "meter bg: 410," indicating the customer's blood glucose of 410 mg/dl. Customer advised that the high blood glucose was due to her using the insulin pump after the motor error; she reported not receiving insulin properly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.